Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: removal of dislodged stent from pt. Device issue: stent dislodgement. It was reported that the 3.0 x 23 mm xience v was unable to cross through a previously stented vessel. During the attempt the stent dislodged. The dislodged stent was successfully retrieved. There were no pt effects reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info. The inability to cross a lesion can be affected by numerous factors. In this case, the failure to cross appears to be related to the interaction of the sds with the previously implanted stent. Potential causes for stent dislodgement may include interaction of the stent with the lesion, accessory devices and/or previously implanted stents. It is likely that the attempt to cross a previously implanted stent and the interaction between that stent and the sds contributed to the reported stent dislodgement.